Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump indicated a data log corruption. The customer¿s blood glucose was 145(mg/dl). Reportedly, the customer continued using the pump for insulin therapy.